Manufacturer narrative:
Report inconclusive. No evaluation on the tool was performed, as the reported broken tool was not returned. If the broken tool is returned in the future, product analysis may be performed. Evaluation of the returned af02 attachment and the photos supplied showed that part of the foot was snapped off and was not perforated by the tool. The user manual contains the following warnings "bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of cut foot to the footed attachment. It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return. Initial information received indicated the tool broke during use and the foot of the attachment was damaged and fractured. Upon follow up it was confirmed there were no additional or non-routine actions taken as a result of the event. The damage was identified by the surgeon during neurosurgery, and a backup device was used to complete the procedure. The attachment was returned, but the tapered dissecting tool was not returned. No further information was available.

Event description:
The broken tool, which was discarded was reported to be an (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.